Event description:
It was reported that device entrapment occurred. The patient underwent a shunt percutaneous transluminal angioplasty. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm vein. A 6.0 x 100, 75cm mustang was advanced for treatment; however, during the procedure, the device got stuck in the guidewire. Only the wire was able to be removed from the catheter outside the body of the patient. The procedure was completed with another of the same model. No complications were reported post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: mustang balloon catheter was returned. The guidewire lumen was examined. As per the mustang specification the catheter is compatible with a 0.035in guidewire. The investigator was unable to load a boston scientific 0.035in guidewire through the mustang device as there was a kink in the shaft. The balloon and shaft underwent a visual and tactile examination. The balloon was tightly folded and had not been subject to positive pressure. A shaft kink approximately 120mm proximal from the distal tip.

Event description:
It was reported that device entrapment occurred. The patient underwent a shunt percutaneous transluminal angioplasty. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm vein. A 6.0 x 100, 75cm mustang was advanced for treatment; however, during the procedure, the device got stuck in the guidewire. Only the wire was able to be removed from the catheter outside the body of the patient. The procedure was completed with another of the same model. No complications were reported post-procedure.